Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found dried blood/body fluid around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported perforation, decreased pacing impedances, and high thresholds.

Event description:
It was reported that this right ventricular (rv) lead perforated the pericardial sac and into the left lower lob of the lung, which resulted in a pneumothorax. A chest tub was placed to resolve the pneumothorax. A revision procedure was performed and the rv lead was repositioned. Two days later the rv lead exhibited decreased pacing impedances and high thresholds. Subsequently, another revision procedure was performed. This rv lead was explanted and replaced with a passive fix lead. No additional adverse patient effects were reported.